Event description:
The pt had a colonoscopy. One day later, the pt began experiencing intermittent spasticity. The pt was at home. His status was "fair". The pt had some oral baclofen and had taken it to maintain functional relief. The pt's physician was aware and was addressing the problem. A catheter access port (cap) dye test was planned. The medication being delivered via the pump was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.